Event description:
The MFR has been informed that a pt underwent reoperation and explant of a thrombosed mitral valve approximately 30 days post-op. The pt reportedly experienced atrial fibrillation prior to explant.